Event description:
Technician alleged that the brake casters were ratcheting while in brake mode. No patient impact.

Manufacturer narrative:
The technician replaced the brake casters to resolve the issue.